Event description:
It was reported that the customer was hospitalized with dka. The customer's blood sugars have been high since their last infusion set change. Troubleshooting revealed the reservoir was not properly placed in the pump. Explained how this can impact the bloods sugars.